Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder was selected for implant. While attempting to deploy the device it deformed in the shape of a cobra head. The device was removed from the patient, exchanged for a 28mm aso and successfully deployed. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout the procedure. The patient has been discharged.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.